Manufacturer narrative:
Diopter:-11.50. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.50 diopter, in the patient's left eye (os) on (B)(6) 2014. Excessive vaulting and significant reduction of irido-corneal angles was noted on (B)(6) 2015. The lens was explanted on (B)(6) 2015 and was exchanged for a shorter lens and the problem was resolved. See MFR.#2023826-2016-00048 for right eye.